Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017. Customer's blood glucose levels was unknown. Customer had symptom of high blood glucose; customer had sore throat, sore muscles and felt weak. Customer was hospitalized due to high potassium which paralyzed customer. Customer was treated for high blood pressure and given emergency dialysis. Customer was wearing insulin pump at the time of hospitalization. Customer reported of experiencing excessive no delivery alarms. Troubleshooting was performed for high blood glucose and customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.